Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The balloon was inflated with a 60cc syringe and a dilation handle. There were two separate leaks. When the balloon is inflated with water to approximately 4atm there was a small leak at the distal balloon joint. Also there is a small amount of water exiting the proximal end of the catheter between the tubing and the cap attached to the hub. The cap was removed for further examination. Under visual examination there was evidence that the bond was made within manufacturing specifications. The tubing and hub were examined under magnification. No defect was observed with the tubing or the hub that could have contributed to the leakage. The distal balloon joint was examined under magnification and there was a small crack along the edge of the balloon joint. The balloon will not hold steady pressure and dilation performance is likely compromised in this condition due to the slow loss of pressure. No part of the balloon material is missing. A product specific discrepancy that could have caused or contributed to these observations was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. According to the report lubrication and negative pressure were not applied to the balloon prior to advancement through the endoscope. The instructions for use states: to facilitate passage through the endoscope, apply negative pressure to the catheter. Applying a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel. A possible contributing factor to balloon material damage is inadequate lubrication of the balloon with a water soluble lubricant. The instructions for use direct the user to apply a water soluble lubricant to the balloon to allow easier passage through the accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The instructions for use caution the user that negative pressure is mandatory to maintain balloon deflation. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. A balloon material split can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: "do not pre-inflate the balloon." The instructions for use also contain the following precaution. "Maintain balloon deflation with negative pressure until the dilator is completely visualized endoscopically." The instructions for use contain the following information: "the balloon can be inflated to three distinct diameters, as indicated on the package and catheter tag. Do not exceed the maximum indicated inflation pressure". Over inflation can cause damage to the balloon dilator. Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in damage to the balloon material. Prior to distribution, all hercules 3 stage esophageal balloon dilators are subjected to a visual and functional test to ensure device integrity. The functional test consist of a flow and leak test. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
A cook hercules 3 stage wireguided balloon was used during an esophageal dilation procedure. The endoscope was advanced through the mouth. Then the balloon device was inserted into the endoscope and advanced through the stenosis. A cook inflation device (qid-1) was filled with saline, connected to the balloon device and injection [inflation] was performed. Right after pressure was applied up to the maximum specified value, pressure fell. Then the physician checked the balloon device and they confirmed leakage from wire guide entrance. After removing the balloon device from the endoscope, leakage from the balloon was confirmed when the physician injected water to check the balloon. Another manufacturer's device was used to continue the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.